Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced a tamponade. After a pulsed field ablation (pfa) procedure, the patient was hemodynamically stable, but there was a small amount of pericardial fluid visible. An hour later, the patient returned to his room, complaining of shortness of breath and discomfort. Despite these symptoms, the patient remained hemodynamically stable. An echocardiogram revealed a significant increase in pericardial fluid, prompting the medical team to perform a pericardiocentesis. The patient is expected to fully recover. The device is not expected to return as it was disposed, therefore the lot number is not available.